Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on april 14, 2020. To date, a sample has not been received at the manufacturing site for investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition and determine the root cause. However, a supplier corrective action request has been sent to the supplier to further investigation and address the reported condition. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
One physical sample was received at the manufacturing site for investigation. The sample was visually and functionally inspected, and the reported condition was confirmed. The affected component is produced by an external supplier. A supplier corrective action request (scar) has been issued to the supplier to further investigate and address the reported condition. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a broken shaft. No injuries were reported.